Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that she underwent foot procedure on (B)(6) 2018 and suture was used. Post operatively, within 5 days, the patient experienced allergic reaction, pain, burning sensation and bleeding from the site. The patient reported she was treated with antibiotics and prescription steroid and other unspecified allergy medication. Additional information will be requested.